Event description:
Boston scientific received information that this right ventricular (rv) lead previously exhibited increased thresholds up to 2.7 volts (v) and decreased r-waves as low as 1.6m v. Most recently the lead displayed loss of myocardial capture and no sensing. The patient was seen for a revision procedure where the lead was capped. A new rv lead was implanted. There were no adverse patient effects reported.

Event description:
Subsequent information from the local boston scientific field representative indicated that prior to the lead being revised, the patient had presented to the emergency room after feeling lightheaded. The patient's rate had dropped into the 40's from a lower rate limit of 60.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.